Manufacturer narrative:
Product evaluation: the lens was returned in the nozzle entry area of a qualified cartridge. An inadequate amount of viscoelastic was observed in the cartridge. The lens is pressed up instead of biased down per the directions for use (dfu). The cartridge shows evidence it was placed into a handpiece. No tip damage observed. All product and batch history records are quality reviewed prior to product release. An unspecified handpiece was indicated. The associated viscoelastic was not provided. It is unknown if a qualified product were used. The root cause is most likely related to a failure to follow the dfu. The dfu instructs to bias the lens down before advancing the lens in the cartridge. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory control specialist reported that during an intraocular lens (iol) implant procedure, while preparing to inject the lens into the eye, the lens got caught in an injector. There was patient contact, but no injury to the patient. Additional information requested and received.